Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the device is getting battery failed alarm message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the battery was replaced with a non-philips brand battery after the implementation of a field change order where the power management (pm) pcba was replaced. The unit had a battery failed alarm on screen, and the battery charge led does not illuminate. The rse advised the customer that only a philips brand battery can be used with updated pm pcba containing pic 1.30 software and recommended replacing the battery with a philips brand battery to resolve issue. The customer acknowledged and will order a v60 battery. Per a good faith effort response received, it was confirmed that the customer reinstalled the original battery (philips branded, manufactured 2021) and turned the v60 on with the ac cord not connected. The device booted up fine and the device passed the performance verification procedures from the manual. The v60 device is back in service.